Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. The device history record for lot 527529x was reviewed. This lot was manufactured and packaged on september 14-15, 2015. During the packaging of this lot, pieces were visually inspected and physically tested with no issues recorded relating to this customer report. During the manufacturing of the syringe assemblies, syringes were visually inspected and physically tested also with no issues recorded relating to this customer report. The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. There was no sample provided for evaluation. The sample analysis will be conducted if a sample is received at a later date. Without the sample, analysis could not be conducted. Since a safety shield failure could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Based on the description provided by the customer, potential root causes might include: damage to the shield or lock insert locking features, excessive adhesive in the lock insert tangs, or a malformed shield locking feature during the molding. The following control mechanisms are in place to prevent the occurrence and acceptance of safety shield defect failures in the syringe molding, assembly and packaging processes: the manufacturing plant maintains material verification processes. The resin, lock insert and adhesive must pass an inspection and certification review before they are released to the floor for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel and shield is conducted within a validated process. Visual inspections are periodically performed and the critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications.

Event description:
The machine the syringe is assembled on is equipped with a vision system which inspects for adhesive presence to ensure sufficient adhesive is dispensed to retain the cannula and lock insert without overspill or excessive adhesive dispense. The safety shield is exercised during installation to ensure proper movement. During production, the processing equipment is checked regularly to verify the detection systems are functioning properly and to prevent damage to the syringe assembly. During manufacturing, associates visually inspect syringe assemblies and test product to ensure the requirements of the quality inspection standard are met. Functional testing is conducted throughout the production run to ensure specification requirements for shield activation force, shield detach force and shield compression force have been met. Inspectors routinely examine product to ensure it meets acceptable quality levels. A lot cannot be released unless it passes visual and physical testing requirements. The plastic shield on the safety syringe is designed to slide forward to cover the needle to prevent needle sticks after use. The instructions for use indicate: immediately following the injection or aspiration procedure, lock the safety needle shield. Push the safety shield forward in a single-handed manner to cover the needle and lock the shield. Keep your thumb or finger behind the needle at all times. The magellan safety syringe is locked once the needle tip has been completely covered and shield is in the fully extended position. Verify locked position through audible, tactile, and/or visual feedback. Once safety shield is locked, immediately discard the magellan safety syringe into the nearest sharps container following applicable regulations. Since the defect could not be confirmed and data trending does not indicate a negative trend; additional correction and / or containment activities are not required at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
Submit date: 02/12/2016 an investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a insulin needle. The customer states the nurse was disposing of the needle and claims the safety lock didn't fully activate and they got a needle stick.